Manufacturer narrative:
During the eval of the device at the MFR's service center, failures related to the internal battery and sensor board were observed. The device's internal battery and sensor board will be replaced to address the issues. Device has been evaluated, but not repaired, pending customer approval of the estimate.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.